Manufacturer narrative:
Block e1: (initial reporter facility name): (B)(6). Block h6: imdrf device code: a050501, captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed normally as it did not deploy off the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and it was found that the returned ligator housing had five bands attached to it with the suture broken. The handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, there were five bands still attached to the ligator, and the suture was broken. The encountered problems might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. It is also possible that when the procedure was being executed, the movement of the ligator housing combined with the suction in order to grab the varices could have affected the way the suture is placed at the moment of deploying the bands, causing the bands unable to deploy after the first two bands were deployed. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the bands could not be deployed normally as it did not deploy off the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.